Event description:
During a hemodialysis treatment, it was reported that a tubing separation occurred at the saline "t" on the arterial bloodline. The incident was detected immediately and the line was clamped. The incident did result in a blood loss of 50 ml to this pt with the remainder of the blood being able to be returned back to this dialysis pt. The event occurred approx. 1.5 hrs into the treatment. Once the event occurred, the staff removed that line and a new arterial line was set up on the dialysis machine for continuation of the prescribed treatment. The dialysis treatment was completed without further incidence. A sample is available for evaluation. The pt was discharged to home when the treatment was complete with no report of further injury or ill effect from this event.